Event description:
Five days after coronary drug eluting stenting treatment procedure, a thrombus occurred and the pt expired two days after intervention. The pt presented and was diagnosed with an acute mi, poor lv function and hypotensive. The blood pressure remained low and they were brought to the cah lab for angiogram and intervention. Access was obtained through the right femoral artery. The mid lad was 100% occluded. The lesion was predilated with a 2.0x15mm maverick balloon @ 6 atm's for 40 seconds. The 2.0 maverick balloon was removed and a 2.5 x 15mm maverick balloon was inserted and deployed @ 6 atm's for 45 seconds. The second maverick balloon was removed. A taxus express2 2.5x16mm drug eluting stent was inserted and inflated to 13 atm's for 25 seconds. The stent was implanted successfully. No pt complications were reported and pt was transferred to ICU. The pt received integrilin and heparin during the procedure. Five days later, the pt presented to a hosp with complaints of chest pain. The facility they were at did not practice cardiac intervention, so they were transported to the hosp where they originally had the stent implanted. The following day, the pt returned to the cath lab where "the physician." Access was obtained through the left femoral artery. The mid lad stent was found to be 100% restenosed. The physician used a 2.5x15mm maverick balloon to treat the thrombosed stent. The balloon was inflated to 6 atm's for 20 seconds and again to 10 atm's for 29 seconds. The balloon was then advanced to the distal lad and inflated to 6 atm's for 20 seconds. The balloon was once again advanced to the mid lad in stent "in inflated to 12 atm's for 60 seconds." The maverick balloon was then removed. The procedure was completed successfully. The pt received heparin and reopro during the procedure. The pt expired the following day. No autopsy was going to be done. The cause of death is unk, however the physician does not feel it is related to the device.